Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had and intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a no battery out limit. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.